Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found that in the cubie admin screen that the item assigned to bin 03 00 had a qoh of 2. In the mql transactions, the last transaction for bin 03 00 was a stock transaction of 2 on (B)(6) 2025. In the patient med order for profile ID: (B)(4) \f\9930838076\f\1731, the profile quantity required was 0.25. In the cubex app under the patient order list, the issue quantity by default was 0, and a message appeared when selecting the item stating, issue amount cannot be 0. Please correct the issue amount. No relevant information was found in the windows logs. The customer was informed that nurses could have been attempting to issue the item without updating the issue quantity on the screen, but further information about the problem was required to continue troubleshooting. A tss then advised the customer to instruct the nurses to update the issue quantity when issuing the item and also advised the facility staff to contact technical support center while the issue was occurring and when they were at the cabinet so we could assist with troubleshooting over the phone to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user was unable to issue medication even after 2 available stocks on the device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.